Manufacturer narrative:
Xxl/14-6/5.8/75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood observed inside the balloon is indicative of a device leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately at the center of the balloon. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion with a significant bend of <45 degrees was located in the non-tortuous and moderately calcified iliac vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during initial inflation, when reached the standard atmospheric pressure, the contrast agent spilled, and the balloon was ruptured. The device was removed directly, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in stable condition. It was further reported that the balloon was ruptured at 5 atmospheres for 10 seconds. In addition, the device was removed completely from the body through a long sheath.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion with a significant bend of <45 degrees was located in the non-tortuous and moderately calcified iliac vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during initial inflation, when reached the standard atmospheric pressure, the contrast agent spilled, and the balloon was ruptured. The device was removed directly, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in stable condition. It was further reported that the balloon was ruptured at 5 atmospheres for 10 seconds. In addition, the device was removed completely from the body through a long sheath.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion with a significant bend of <45 degrees was located in the non-tortuous and moderately calcified iliac vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during initial inflation, when reached the standard atmospheric pressure, the contrast agent spilled, and the balloon was ruptured. The device was removed directly, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in stable condition.